Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 436.3 miu/ml and was reported outside the laboratory. The gynecologist questioned the result as the patient was pregnant and the result should have been higher. The lab repeated testing on the same sample with a 1:100 dilution and the result was 89910 miu/ml. The patient was not adversely affected. The reagent lot number was 183183. The expiration date was requested, but was not provided

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.